Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (cervical and occipital). It was reported the patient failed to recharge her cervical scs ipg as recommended in over a year due to the distraction of treating her migraines. Reportedly, the cervical system will no longer power on or recharge. As such, the device is deemed inoperable. Surgical intervention may be undertaken as the next course of action due to the patient is in need of an MRI.